Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.

Event description:
It was reported to boston scientific corporation that during a hydrothermal ablation procedure, using a hydrothermal procedure set, 2 fluid loss alarms were triggered. The first alarm occurred during the heating phase and the second alarm occurred during the ablation procedure. According to the complainant, after the procedure, the physician noticed a small, dime-sized, superficial cervical burn, which did not require medical treatment. At the conclusion of the event, the patient's condition was reported to be fine.